Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Voluntary medwatch report number(B)(4). This is to report 1 of 3 adverse events. Related complaint records:(B)(4) and (B)(4). B1: report type - additional. B2: outcomes attributed to adverse event - additional. B5: describe event or problem - additional. E4: initial reporter also sent the report to FDA - additional. H1: type of reportable event - additional. H2: additional information. H6: patient codes - additional.

Event description:
Subsequent to the initial MDR, a voluntary medwatch report was received on (B)(6)2020 . It was reported that the dexcom device did not give them a warning that it was disconnecting and as a result, the patient would wake up during the night with low blood sugar. Further contact was made with the patient by dexcom¿s medical safety on (B)(6)2020 . The patient stated the continuous glucose monitor (cgm) would stop working and her husband would notice that she was sweaty and restless. He would take her blood glucose (bg) and it would be in the 20s mg/dl. This occurred three different times, twice her husband injected her with glucagon and once he provided her with juice; however, the specific event dates were not provided. She denied any loss of consciousness or paramedic services for these events. No additional patient or event information is available.